Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the disposable stapler sheath accessory reported in this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The disposable stapler sheath accessory was returned cut about along its entire length. Upon visual inspection, the disposable stapler sheath accessory was found to have mechanical damage, including tears/holes. The material, missing as a result of the damage, measured approximately 0.070¿ x 0.173¿ in size and was not returned with the accessory. This failure is most commonly caused by mishandling/misuse.

Manufacturer narrative:
The disposable stapler sheath accessory has not been returned to isi for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received or if the accessory is returned. Based on the current information provided, this complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, a disposable stapler sheath accessory was removed with missing material that was potentially retained inside the patient. There is no evidence that a malfunction of the disposable stapler sheath accessory occurred as it was noted that the stapler instrument and disposable stapler sheath accessory were removed without straightening the instrument wrist. The da vinci xi surgical system provides a customer facing message which requests that the customer visualize and straighten the stapler instrument's wrist before removal. At this time, the damage can be attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a disposable stapler sheath accessory was identified to have a hole after usage. The customer reported that removal of the stapler instrument and disposable stapler sheath accessory was not smooth. The customer reported that the wrist of the instrument/accessory may not have been straightened, which may have resulted in the sheath "catching" on the cannula. The customer reported that there were no issues with the stapler instrument. The customer suspected that the hole's occurrence might have resulted in fragments falling inside the patient. The customer tried to find the missing material using irrigation and suction, but were unsuccessful in locating the fragment(s). The customer reported that the procedure was delayed 10-20 minutes as a result of the reported issue. The procedure was completed with the da vinci surgical system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. No post-operative tests were performed to retrieve or check for the missing fragments. The patient has not returned to the hospital due to any post-surgical complications related to the retention of a foreign object. The instrument was inspected prior to use, where no damage was noted, and removed after the surgical procedure with material missing from the disposable stapler sheath accessory. The customer believes that removing the instrument without straightening its wrist was the cause of the reported damage to the disposable stapler sheath accessory.